Event description:
It was reported that the physician observed noisy signals from both the right atrial (ra) and left ventricular (lv) leads. There was no evidence of over-sensing nor pacing inhibition. The patient was evaluated in-clinic, where the noise was reproducible with provocative maneuvers. Additionally, decreased pacing impedance measurements were noted from the lv lead. It was hypothesized that the ra lead insulation was damaged. However, it was confirmed that no further intervention would occur. At this time, the system remains implanted and no adverse patient effects were reported. The lv lead is not a boston scientific product.

Event description:
It was reported that the physician observed noisy signals from both the right atrial (ra) and left ventricular (lv) leads. There was no evidence of over-sensing nor pacing inhibition. The patient was evaluated in-clinic, where the noise was reproducible with provocative maneuvers. Additionally, decreased pacing impedance measurements were noted from the lv lead, with 20 ohms of variation noted with movement. It was hypothesized that the ra lead insulation was damaged. However, it was confirmed that no further intervention would occur, as the right ventricular (rv) lead trends were normal and there was no evidence of loss of lv capture. The physician will re-assess the patient in three months. At this time, the system remains implanted and no adverse patient effects were reported. The lv lead is not a boston scientific product.

Event description:
It was reported that the physician observed noisy signals from both the right atrial (ra) and left ventricular (lv) leads. There was no evidence of over-sensing nor pacing inhibition. The patient was evaluated in-clinic, where the noise was reproducible with provocative maneuvers. Additionally, decreased pacing impedance measurements were noted from the lv lead. It was hypothesized that the ra lead insulation was damaged. Information has been requested regarding the event resolution and specific lv impedance measurements, but a response has not yet been received. At this time, the system remains implanted and no adverse patient effects were reported. The lv lead is not a boston scientific product.